Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, wall adapter, alternate adapters, and alternate charging cables, and charging connection was not recognized after remaining connected for extended period. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status and shipping details, instructed customer to place pump into storage mode and return it within 10 days using provided materials, advised customer to program pump settings and reconnect continuous glucose monitor to replacement pump, and arranged shipment of replacement pump.